Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen was not working. There was no patient involvement, no reports of any adverse patient events, no medical interventions, or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not pass the touchscreen test. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.